Event description:
The complaint is reported as: "defective guide in poor condition, when it was removed it became like an elastic material, which caused the general change of the catheter." No patient injury or complication reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4). Additional information was received from the customer indicates no medical intervention was required and the device was replaced for another one. Complaint verification testing could not be performed as it was reported that the sample is not available for return. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: "defective guide in poor condition, when it was removed it became like an elastic material, which caused the general change of the catheter." No patient injury or complication reported. The patient's condition is reported as fine.